Event description:
(B)(4). Permanent essure has caused food allergies (never had prior) severe pain in abdominal area, sex is painful! Blood pressure is very high, weight gain (B)(6) brain fog, memory loss.